Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and per investigation that a patient with a 29mm 11500a aortic valve implanted in the pulmonic position underwent a valve-in-valve procedure after an implant duration of (B)(6) due to severe insufficiency and stenosis. The procedure was performed successfully with a 29mm 9600tfx transcatheter valve. Per medical records, tee on (B)(6) 2024, showed severe pi, and one leaflet immobile. The patient was asymptomatic.